Event description:
It was reported that spontaneous removal of the foley catheter about 5 days after implantation. It was stated that the checked and found a cut in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Two photos were received. The first one shows an overview of the three-way catheter, the second photo is a close up to the catheter balloon and tip. It was also received 1 all silicone foley catheter with sample port connector. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed. Catheter rested with no leaks. The inhouse syringe was connected and it was able to return the 10 ml with no issues or cuffing. Reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that spontaneous removal of the foley catheter about 5 days after implantation. It was stated that the checked and found a cut in the balloon.